Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. There was capture in unipolar, but no capture in bipolar. It was noted that the patient was pacer dependent. Possible subclavian crush was discussed. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.